Event description:
Reporter alleged blood glucose measured 122 mg/dl at 8:30 pm and customer passed out soon afterwards. It was stated paramedics were called and their device measured 48 mg/dl so customer was treated with a glucose IV at 9:00 pm as well as ate. Customer stated the next day going to the dr as a result and his meter read 233 mg/dl compared to the dr,s meter reading of 122 mg/dl. No actions or treatment resulted reportedly from the dr visit. A request was made for the return of the suspect device and replacement product was sent.